Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high threshold, low impedance, and undersensing. Unipolarizing the lead rectified the issue, but still resulted in relatively high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.